Manufacturer narrative:
The reported complaint was identified during functional testing. To resolve the display issue, the lcd was replaced. The autopulse platform is a reusable device and was manufactured on 01/18/2008. Visual inspection was performed and found (unrelated to the complaint) damage to the short black cover and to the patient restraint loops. No issues were noted during review of the archive data. Additional repair and an update were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue and remains current. The short black cover was replaced and the powered distribution board was updated. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
During the evaluation of the autopulse platform (s/n (B)(4)), the zoll service technician found the lcd on the platform's display was missing the top segments, thus making the display unreadable. There was no patient involvement reported.